Event description:
It was reported that the patient's right ventricular (rv) lead had dislodged into the superior vena cava (svc) and had no sensing or capture. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).